Manufacturer narrative:
As reported, after passing a non-cordis 0.014 wire and performing a pull-through, the 8x80 smart control self-expanding stent (ses) device was delivered from the fa and deployed as usual. However, during release, it shortened by approximately 3 cm (around 400%), appearing compressed. As the lesion could not be fully covered, an additional 8x80 smart control was used. There was no reported injury to the patient. A non-cordis sheath was in the femoral artery (fa). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped per the IFU. No unusual findings noted about the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was not applicable in this case, and no difficulty was encountered flushing the sds. The target lesion vessel diameter was approximately 7¿8 mm. The approach used was tri plus ipsilateral antegrade. This occurred during treatment of a common iliac artery (cia)¿external iliac artery (eia) chronic total occlusion (cto). The operator commented that the severe tortuosity of the eia may have been a contributing factor. The lesion exhibited severe calcification and severe vessel tortuosity, with 90% stenosis. The smart control locking pin was in place during advancement and removed before deployment. The unconstrained stent was 1¿2 mm larger than the vessel diameter. The handle of the sds was held flat and straight outside the patient as instructed in the IFU. Unusual force was applied during stent deployment, though no difficulty or resistance was encountered. The device will not be returned for evaluation as it was discarded. A product history record (phr) review of lot 18322719 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information available, the reported ¿stent incorrect length too short/compressed¿ could not be verified as the stent nor delivery system were returned for analysis nor were procedural images provided. The target segment demonstrated severe calcification, marked tortuosity, and a chronic total occlusion, conditions known to increase frictional forces, impede uniform stent expansion, and create points of external constraint during deployment. The instructions for use specify: ¿contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta.¿, indicating that these vessel characteristics can compromise stent function. Because the device was not returned, a definitive mechanical evaluation could not be performed; however, the evidence strongly suggests that lesion severity and anatomical complexity were the primary contributors to the observed stent shortening. According to the instructions for use, which is not intended to mitigate risk, ¿select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the stent size selection table. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Contraindications: generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after passing a non-cordis 0.014 wire and performing a pull-through, the 8x80 smart control self-expanding stent (ses) device was delivered from the fa and deployed as usual. However, during release, it shortened by approximately 3 cm (around 400%), appearing compressed. As the lesion could not be fully covered, an additional 8x80 smart control was used. There was no reported injury to the patient. A non-cordis sheath was in the femoral artery (fa). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped per the IFU. No unusual findings noted about the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was not applicable in this case, and no difficulty was encountered flushing the sds. The target lesion vessel diameter was approximately 7¿8 mm. The approach used was tri plus ipsilateral antegrade. This occurred during treatment of a common iliac artery (cia)¿external iliac artery (eia) chronic total occlusion (cto). The operator commented that the severe tortuosity of the eia may have been a contributing factor. The lesion exhibited severe calcification and severe vessel tortuosity, with 90% stenosis. The smart control locking pin was in place during advancement and removed before deployment. The unconstrained stent was 1¿2 mm larger than the vessel diameter. The handle of the sds was held flat and straight outside the patient as instructed in the IFU. Unusual force was applied during stent deployment, though no difficulty or resistance was encountered. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after passing a non-cordis 0.014 wire and performing a pull-through, the 8x80 smart control self-expanding stent (ses) device was delivered from the fa and deployed as usual. However, during release, it shortened by approximately 3 cm (around 400%), appearing compressed. As the lesion could not be fully covered, an additional 8x80 smart control was used. There was no reported injury to the patient. A non-cordis sheath was in the femoral artery (fa). The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped per the IFU. No unusual findings noted about the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was not applicable in this case, and no difficulty was encountered flushing the sds. The target lesion vessel diameter was approximately 7¿8 mm. The approach used was tri plus ipsilateral antegrade. This occurred during treatment of a common iliac artery (cia)¿external iliac artery (eia) chronic total occlusion (cto). The operator commented that the severe tortuosity of the eia may have been a contributing factor. The lesion exhibited severe calcification and severe vessel tortuosity, with 90% stenosis. The smart control locking pin was in place during advancement and removed before deployment. The unconstrained stent was 1¿2 mm larger than the vessel diameter. The handle of the sds was held flat and straight outside the patient as instructed in the IFU. Unusual force was applied during stent deployment, though no difficulty or resistance was encountered. The device will not be returned for evaluation as it was discarded.